Event description:
Patient presented with ruptured aneurysm on (B)(6) 2012 when the initial implant of bifurcated device and an aortic extension was performed. A computed tomography scan during a follow up visit on (B)(6) 2012 revealed what appears to be an air pocket and a slight in-folding of the proximal edge of the aortic extension. On (B)(6) 2012 the patient presented in the emergency room with symptoms of leg pain. A computed tomography scan revealed the air pockets had resolved themselves; however, the patient's aorta, both common iliac arteries, and the left external iliac artery all contained thrombosis and had occluded. On (B)(6) 2012, the physician used thrombectomy catheters bilaterally to remove the thrombi. The physician then ballooned the proximal edge of the aortic extension and placed a 28mm suprarenal aortic extension to correct the in-folding.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Actual device not returned hence no device evaluation performed. The patient anatomy did not meet the criteria for indications for use during initial implant. No conclusions can be drawn.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device not returned for evaluation.